Event description:
It was reported that acute myocardial infarction occurred inthemid to proximal rca. A thrombus suctioning catheter was used to suction thrombosis and then the vision stent was implanted inthe mid to proximal rca. Angiography was performed about ten minutes later to see how the stent was. It revealed that thrombus had adhered to the stent. The thrombus suctioning catheter was delivered again and the thrombus wa again suctioned. Ten minutes later angioplasty was perfmroed once more and the procedure was complete.